Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the patient went to the emergency room because the pump ran out of insulin and did not alarm. The patient was reportedly discharged the same day. No blood glucose values or signs or symptoms were given, and details of treatment were not provided. The pump was unavailable for troubleshooting at the time of contact. Customer technical support has made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient needed medical intervention related to the pump not alarming that the cartridge was empty.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.